Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 351.6660. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: error code 351.6660 on 8110 unit. A serial number was not provided therefore a review of the device history record cannot be performed. The customer¿s reported problem was confirmed. Tech support - which has to do with the linear sensor on unit will have to be replace, it is a movement error will need to be replace h3 other text : device was not returned.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 351.6660. There was no patient involvement.